Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was having issues with inaccurate readings. The customer's blood glucose was 178 mg/dl and sensor reading was 63 mg/dl. Customer stated she treated and the insulin pump kept alarming she was low. Customer then removed the sensor and noted it was splint in two parts. Troubleshooting was performed for bad sensor alert and no anomalies were noted. The customer is returning the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.